Manufacturer narrative:
It is unclear whether the hospital retained the pump. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cpsa c9 device was inserted into the right femoral artery in a 61-year-old male patient with a past medical history of diabetes, renal insufficiency, and dialysis, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage d shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the pump was removed due to no perfusion to the leg. It was noted that the day before the impella was inserted, the patient had a vessel surgery in the groin. It was reported that the patient was hypotensive and tachycardic and experienced recurrent ventricular fibrillation. After seven hours on support, the family withdrew care, and the patient expired. The impella functioned at p-9 as intended. Limb ischemia can be influenced by patient-specific factors such as peripheral vascular disease, underlying critical illness, hemodynamic instability, anticoagulation status, vasopressor support, and vascular access characteristics. The death is conservatively being reported on the impella due to the ability to conclusively dissociate the pump from the patient outcome.

Manufacturer narrative:
Additional information has been provided in d9 and h6. This MDR is submitted to correct information previously reported in d6a (implantation day).